Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress. The device involved has not been returned to the manufacturer at the time of this report.

Event description:
Customer complaint alleges "the balloon did not inflate". Alleged malfunction reported as occurring during use. There was no report patient injury. There was no report of necessary medical intervention.

Event description:
Customer complaint alleges "the balloon did not inflate". Alleged malfunction reported as occurring during use. There was no report patient injury. There was no report of necessary medical intervention.

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. One piece of actual sample and one syringe were returned for investigation. A visual exam was performed and no defects were observed. The cuff pressure of the returned complaint sample was then inflated to 25mbar by using a calibrated endotest. The pressure of the cuff dropped rapidly. A leak test was performed and the sample was immersed in water. Bubbles were observed coming from the cuff indicating a leak. The area of leakage was observed under magnification and two cut marks were seen on the cuff. Based on the investigation performed, the reported complaint was confirmed. A 100% leak test is conducted at the manufacturing facility; therefore, any defects would be detected prior to release. As the failure was detected during use, it is most likely that it occurred during the intubation process.